Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm; model#: sc-4316, lot #: 14802054, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient developed pneumonia after the explant procedure. The pneumonia was believed to be not related to the device but related to the procedure.

Event description:
A report was received that the patient developed pneumonia after the explant procedure. The pneumonia was believed to be not related to the device but related to the procedure.

Manufacturer narrative:
Additional information was received that no intervention was provided with regard to the pneumonia. No device malfunction.